Event description:
It was reported that during the implant it was difficult to position this lead and a failure to sense was exhibited. The lead was finally implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant it was difficult to position this lead and a failure to sense was exhibited. The lead was finally implanted. No adverse patient effects were reported.